Event description:
During cardiac catheterization in which a swan ganz catheter was inserted, it was reported that the balloon on the end of the catheter ruptured during the procedure. A new catheter was inserted and case was completed without incident. There was no reported patient harm.